Event description:
It was reported that the system was removed the day after implant because, it did not work. The patient had no therapeutic effect and experienced a loss of reflexes in her lower extremities, difficulty walking, paralysis in left leg, and a "rubbery right foot". She was in the hospital for six days. She could walk with a walker but struggled. At the time of implant several of the electrode pairs had impedances that were out of range. The patient outcome is unknown. Further information is being requested from the hcp.